Event description:
"Excessively large breasts aggravating disabling chronic low back pain situation. Mastodynia secondary to bilateral calcified periprosthetic capsule with history of large augmentation mammoplasty in 1978." (From h&p dictated by dr).